Manufacturer narrative:
(B)(4). The custiomer owned endoscope will be evaluated by pentax medical. Once evaluation is completed the device will be repaired and returned to the customer. Model ec-3490li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 07-feb-2022, a device history record(DHR) review for model ec-3490li, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the miyagi facility on 16-oct-2014 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 16-oct-2014. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint that occurred in the united states. The customer reported poor illumination on video image involving pentax medical video colonoscope, model ec-3490li, serial number (B)(4). The event timing and location are unknown. No death or serious injury was reported. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: scope electrical test function. Correction information: g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result. Additional information: h4: device manufacture date.